Event description:
It was reported that the implanted pacemaker alerted due to the atrial automatic threshold being greater than programmed amplitude or suspended. Review of the device logs demonstrated that the atrial lead amplitude had a sudden increase to greater than 25 mv, which coincided with a sudden decrease in the atrial pace impedance. The atrial automatic threshold was then suspended due to fusion/intrinsic mode switch episodes. The signal artifact monitor also recoded an episode due to atrial and ventricular signal noise. It was noted that the atrial tip-to-can pace impedance at the time of the sam episode was greater than 3,000 ohms. Technical services recommended further review in-clinic, along with provocative maneuvers. The pacemaker remains in service and no adverse patient effects were reported.